Event description:
Reporter indicated that the pt was experiencing an increase in seizures, and seizure intensity. Attempts for more info have been unsuccessfully to date. The cause and relationship between the increase in seizures and increased seizure intensity, is unk.